Event description:
It was reported that the patient received inappropriate therapy due to backup vvi mode. The device was explanted and replaced. The patient is doing fine.

Manufacturer narrative:
The reported backup vvi was confirmed in the laboratory and was due to a power on reset. The device was tested on the bench and no anomaly was found. The cause of the power on reset could not be determined.

Manufacturer narrative:
(B)(4).